Event description:
Reportable based on device analysis completed on 19-sep-2018. A 1.20mm x 12mm emerge balloon catheter was received with no reported issues. However, returned device analysis revealed balloon pinhole. Returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a pinhole at the markerband. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.